Manufacturer narrative:
DHR review of the lot did not indicate any abnormalities. The device was not returned to hill-rom for evaluation. We have determined that we will not be visiting the hospital because there is no additional value from assessing the blade in its current condition from an investigation standpoint. We have reached out to the customer to obtain a copy of the x-ray of the blade. When attaching the surgical blade, our instructions for use are as follows: peel pouch open. Grip blade with forceps or needle clamp and remove from pouch, taking special care not to grip across the cutting edge of the blade itself. Holding on to the thickest part of blade with forceps or needle clamp, insert the handle into blade track. Slide blade back onto handle until it clicks into position.

Event description:
Hill-rom received a report stating "the blade # 15 broke and got stuck in the lung of the patient. This was reported in the head and neck pack." The patient required removal of lung tissue to be able to extract the blade. Investigation indicated that the blade did not break as initially reported, but instead it dislodged from the handle in one piece. The customer refused to send the blade back for analysis and visual inspection by aspen personnel has not taken place due to customer availability. DHR review of the lot did not indicate any abnormalities. At this point, we have no reasons to suspect a malfunction or a failure of the device to meet its specifications. We will continue to work with the customer to obtain additional information; if any new relevant information is identified, the record will be updated accordingly. This report was filed in our complaint handling system as complaint number (B)(4).